Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had placed an impella cp for support of an acute myocardial infarction/cardiogenic shock patient. The impella cp had persistent low flows that were not resolved until the impella cp was explanted and replaced/escalated to an impella 5.5 pump. The patient survived the event.

Manufacturer narrative:
The investigation of low pump flow has been completed. No product was returned for evaluation. Data logs were reviewed and at time of reported loss of pulsatility in motor current, a motor current spike is present with a slight deviation in motor speed and pump flow also looses some pulsatility. Clinical details noted that repositioning pump did not resolve suction alarms. Patient was also on extracorporeal membrane oxygenation (ECMO) support. The root cause of the low pump flow was most likely due to biomaterial ingestion. D10 concomitant medical products added.